Manufacturer narrative:
(B)(4). Date sent: 6/14/2021. D4: batch # v9452y. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips and as a result, the instrument could no longer be fired due to the activation of the lockout mechanism. The instrument has an orange indicator that appears on the top of the handle as a reference for the user regarding the number of clips remaining in the device. No functional testing could be performed as the device was returned empty. The event described could not be confirmed as the device was returned empty, the returned clips were properly formed, and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: the instrument contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a structure or vessel. Do not attempt to fire through the lockout. If force applied to trigger exceeds the last clip lockout, the jaws may remain closed. If the jaws do not open when the trigger is released, pull the trigger outward to re-open the jaws. Do not re-fire the instrument. Do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap cholecystectomy, the clips were malformed. They would scissor and at times the device would lock with three or four clips left. Case completed with another device of the same product code. There were no patient consequences reported.